Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was over 500 mg/dl. Elevated bg was addressed by manual insulin injection. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.